Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis but has yet to be received.

Event description:
Customer states a doctor found the cuff stained. No patient harm reported. Pre-test of the device was performed. Information provided does not confirm if medical intervention (recannulation of a replacement tube) was required. Covidien is attempting to collect further information related to this report.